Event description:
It was reported that during preparation for a ptca procedure, the physician noted after unpacking the liberte bms delivery system, the balloon catheter was ruptured. Additionally, there was "a damage which made the device impossible to use." There was no pt contact. The procedure was completed with another liberte bms. Pt status listed as "good". Add'l info has been requested.

Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.